Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 229 cm (90") ext set w/4 gang stopcock, 6 clave¿ clear (purple ring), 4-way stopcock, 6 check valves, pole mount, spin luer, reportedly disconnected during a patient infusion of an unspecified infusate. The following issue was reported by the customer: the intensive care unit informed us of a tubing disconnection on the distal perfusion line. The disconnection is at the proximal level, there was air in the tubing with a risk of gas embolism. The incident did not affect the patient¿s care. There was no need for medical intervention. The disconnection was noticed a few hours after the line was set up. No visible default on the device before use. No cut, no tear and no hole on the device. There was no medication involved. The bubbles in the tubing were at the proximal part. The bubbles did not come into contact with the patient. Measures taken to resolve the problem: change of line. There was no patient harm reported.

Manufacturer narrative:
Received one used 011-mc330676 ext set for inspection. The tubing was separated from the male luer. Examination of the bond area showed insufficient solvent. The tubing and bond pocket were measured and found to have met product specifications. The reported complaint can be confirmed. The probable cause is due to a manual bonding error in manufacturing. The device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.